Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating error code "sbc dll not loaded" was displayed at startup. The issue found on daily check of device, no impact and no harm.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating error code "sbc dll not loaded" was displayed at startup. The issue found on daily check of device, no impact and no harm.